Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that their stimulator was shocking them real hard for the last 15 minutes. Patient was driving down the road and stopped at sonic and when they got home they tried to decrease the settings but got a por (power on reset) message on the programmer. Patient denied being near any electromagnetic interference. During the call patient was not able to bypass the por and turn off their stimulation. Agent reviewed labeling . Patient felt a decrease in stimulation . Patient states they will contact their doctor. Caller states doctor is about an hour away.